Manufacturer narrative:
An event regarding loosening involving an 32mm reunion 4.5mm peripheral screw was reported. The event was confirmed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: based on initial review of patient x-rays, the 32mm reunion 4.5mm peripheral screw appeared to have fractured approximately in mid-section. Patient medical records and x-rays were reviewed by a clinical consultant on 20-jan-2016. Concerning the x-ray review, the clinical consultant noted that the inferior peripheral screw in the glenoid was broken at its mid-portion, and there was no evidence of glenosphere migration. The clinical consultant concluded that the "asymptomatic incidental fracture" of the inferior peripheral screw was likely due to "cyclic loading and fatigue fracture" and that there was no clinical or radiographic evidence of component loosening as a result. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Surgeon reported to me during a phone conversation that patient experienced a peripheral screw breakage that was discovered during a clinic visit approximately one year post op. Sales rep spoke with the surgeon shortly thereafter, and rep reported to me that the surgeon further reported that patient was not experiencing any adverse effects of the screw breakage and elected to not undergo a 2nd surgery. Sales rep reported to me that he has made further inquiry with the surgeon to get more detailed information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported to me during a phone conversation that patient experienced a peripheral screw breakage that was discovered during a clinic visit approximately one year post op. Sales rep spoke with the surgeon shortly thereafter, and rep reported to me that the surgeon further reported that patient was not experiencing any adverse effects of the screw breakage and elected to not undergo a 2nd surgery. Sales rep reported to me that he has made further inquiry with the surgeon to get more detailed information.